Manufacturer narrative:
The user was inserted with an expired sensor during the insertion procedure. The user refused to have the sensor removed and re-inserted with a new sensor. No additional information was provided by the user. The user was advised to contact the hcp for further medical assistance. This is a procedural error from the hcp and device had no impact on the adverse event. Although, user refused to have the sensor removed, it could likely require unintended revision surgery if user likes to use eversense 365 cgm system. No additional investigation was found necessary for this complaint.

Event description:
On 20 august 2025, senseonics was made aware of an incident where the customer was inserted with an expired sensor. The insertion procedure took place on (B)(6) 2025. No additional information was available for this incident.

Manufacturer narrative:
Senseonics was notified of an event in which an expired sensor was inadvertently inserted into a customer. According to the case information, the customer initially declined reinsertion; however, during the removal appointment, an expired sensor was implanted. The customer has since refused reinsertion with a new sensor. This case has been documented for record-keeping purposes only, and no additional actions are required from the manufacturer. The customer was advised to contact their healthcare provider for any medical concerns or assistance.

Event description:
Senseonics was made aware of an event where an expired sensor was inserted to the customer. Per case information, the customer initially decided not to get re-inserted, however at the removal appointment, the expired sensor was inserted. User now refuses to get re-inserted with another sensor. This case was created for documentation purpose and does not require any further actions to be taken from the manufacturer. The customer was advised to contact the hcp for any medical assistance.